Manufacturer narrative:
Supplement #1 - medwatch sent to the FDA on 18/dec/2019. Device evaluation summary: the device was returned to the apollo device analysis laboratory on (B)(6) 2019. A deployed balloon was only received for evaluation. The balloon was noted to be discolored as the shell was black in appearance and the center patch was light brown in appearance. White particulate matter was observed on the balloon shell. The device had a large tear, covering approximately 20% of the shell. One small opening was noted on the radius portion of the balloon shell. A valve test was performed but since the device was not received with the fill tube, a sample fill tube was used for device testing and noted the flow of di water was continuous and unobstructed. An air leak test was performed and noted the balloon to be leaking from the large opening on the posterior portion of the shell, as well as from one opening on the radius of the shell. During the air leak test, the balloon was also noted to be leaking from the slit valve. Under microscopic analysis, two non-penetrating nicks/marks were noted on the radius of the balloon shell near the opening. The edges of the non-penetrating nicks/marks were noted to have striated edges, consistent with damage from a surgical tool.

Manufacturer narrative:
A review of the device labeling notes the following: warnings and precautions: deflated devices should be removed promptly. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. If it is necessary to replace a balloon which has spontaneously deflated, the recommended initial fill volume of the replacement balloon is the same as for the first balloon or the most recent volume of the removed balloon. A greater initial fill volume in the replacement balloon may result in severe nausea, vomiting or ulcer formation. Possible complications of the use of the orbera365¿ system include: -balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera365 intragastric balloon had reported "urinating blue and we did an x-ray of the abdomen and endoscopy which confirmed the tear (big laceration of the balloon) and completely disinflated." The device was removed.